Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Ratchet pawl and anti-backup the analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed five conforming clips; the anti-backup and lockout mechanisms were found to be non-functional. In addition, no difficulties to fire were observed during the analysis. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the ratchet pawl and ratchet pawl spring were found to be out of position; this condition caused the failure of the anti-backup and lockout mechanisms, however no conclusion could be reached as to what may have caused the ratchet pawl and the ratchet pawl spring to be out of position.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the firing force was higher than expected at the 2nd firing on the blood vessel but the device could be fired. The deployed clip was formed properly. Then, the device was fired for functionality out of the patient and the doctor still felt an unexpected resistance in the device. Eventually, another device was used to complete the case. There were no adverse consequences to the patient.